Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient received their replacement controller and was getting a "no device found" message on their controller and couldn't communicate using the controller or the recharger. Prior to having difficulties with their controller, the patient was receiving good or excellent recharge quality and now the controller wouldn't even show battery levels. The patient had a lot of pain prior to implant and as soon as they were healed up and got the device working they felt really well- they stated that now they're back to where they started. When they connected their replacement controller they had to push buttons and wondered if there could have been something that happened at that time. The screens that patient was experiencing were looking for device (screen 15), no device found, system problem (screen 77) with rm04, unable to recharge, a 99 screen, trying to recharge with numbers in the mid to upper 90s, checking recharge quality (screen 51). These messages were not resolved. When the patient was called back the recharger was stuck on "checking recharge quality" screen and had been for multiple minutes. When they restarted the controller they ended up in the locator charging mode again and were getting numbers in the 90s. The patient was told they could charge in the locator mode for now. They were in pain and were concerned that it was going to get worse since their stimulation was off. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the patient's issues hadn't resolved. They tried to be seen by a local ER but they weren't willing to take on any perceived risk. They saw their managing physician on (B)(6) regarding the issues of being unable to receive a normal recharge screen. When they tried starting a normal recharge the controller stayed in the "checking recharger" screen for a prolonged period of time and when they tried a second time the controller said no device was found. After the ins was disabled and then re-enabled they were able to receive excellent recharge quality, though the ins battery was low. The patient also reported seeing a "software problem" screen on their controller. The codes seen were: 1- intellis 2- 3.0 3- 243 4- gf_port. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) and a consumer. It was reported that troubleshooting was needed for the controller. The patient was seeing a no device found message on the controller. The patient has multiple controllers. The patient has an appointment with their healthcare provider (hcp) on (B)(6) 2018. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
Fdd (B)(4) and fdp (B)(4) were included in the previous supplemental report but were incorrectly omitted. The codes have been added accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had been having trouble recharging the ins. The patient did not know if the controller or the ins was at fault. The patient was able to charge the recharger to 100% but stated the controller "will not even restart the recharging of his ins." The patient reported taking 5-6 hours to charge, and stated that he would get good coupling, then excellent, then lose all coupling. The patient was able to temporarily fix this issue by removing the controller internal rechargeable battery, leaving the controller for 3-4 minutes, and when reconnected the issue would be fixed for a time. The patient reported being "100% now." It was reviewed that if the issue recurs the patient should note the specific screen number. The patient was redirected to his healthcare provider (hcp) for troubleshooting. The patient reported he had spoken with his hcp and a manufacturer's representative (rep) about the issue and the rep told him to contact the manufacturer for a replacement controller. The patient reported that the issue had started around (B)(6) 2017, then the issue went away, and the recurred about 1.5 weeks ago. Patient was issued a new controller. It was later reported that the patient received their replacement controller and was getting a "no device found" message on their controller and couldn't communicate using the controller or the recharger. Prior to having difficulties with their controller, the patient was receiving good or excellent recharge quality and now the controller wouldn't even show battery levels. The patient had a lot of pain prior to implant and as soon as they were healed up and got the device working they felt really well- they stated that now they're back to where they started. When they connected their replacement controller they had to push buttons and wondered if there could have been something that happened at that time. The screens that patient was experiencing were looking for device (screen 15), no device found, system problem (screen 77) with rm04, unable to recharge, a 99 screen, trying to recharge with numbers in the mid to upper 90s, checking recharge quality (screen 51). These messages were not resolved. When the patient was called back the recharger was stuck on "checking recharge quality" screen and had been for multiple minutes. When they restarted the controller they ended up in the locator charging mode again and were getting numbers in the 90s. The patient was told they could charge in the locator mode for now. They were in pain and were concerned that it was going to get worse since their stimulation was off. At a later date, it was reported that the patient's issues hadn't resolved. They tried to be seen by a local ER but they weren't willing to take on any perceived risk. They saw their managing physician on (B)(6) regarding the issues of being unable to receive a normal recharge screen. When they tried starting a normal recharge the controller stayed in the "checking recharger" screen for a prolonged period of time and when they tried a second time the controller said no device was found. After the ins was disabled and then re-enabled they were able to receive excellent recharge quality, though the ins battery was low. The patient also reported seeing a "software problem" screen on their controller. The codes seen were: 1- intellis 2- 3.0 3- 243 4- gf_port. The patient called back and reiterated issues of the controller screen getting stuck on the checking recharger screen. The patient said he has to work with controller and charger 3-4 hours to get his ins fully charged, due to the controller getting stuck on screens and having to reset the controller. The screen would say "cannot continue" and "call medtronic"; other wording on screen not known. The patient could not get recharge quality feedback when this happened. Troubleshooting was performed with the manufacturing representative (rep). A screen stating system problem (22) with rm05 was reported. The recharger was disconnected from the controller, and reset controller by taking out the battery. This was done three times, but did not resolve the issue. The rep also noted the ins charge level initially showed 50% on the controller. When they were disconnecting the recharger, the ins charge level went blank on the screen and did not show any shading at all. The patient was issued a replacement controller, battery pack, and recharger. No symptoms or further complications were reported/anticipated.